Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the implant procedure, this left ventricular (lv) lead had a conductor fracture (external abnormalities observed). No adverse patient effects were reported. This lead is not expected for return, as it was discarded.